Event description:
Customer reported no reactivity with vrb126 cell 13 (k+) and a pt suspected to have anti-k present in their plasma. Customer reported that the pt in question has a history of anti-e. The pt had initially been tested against vss228, vss227, and vra127 with variable results. Customer then tested the pt sample against a selected cell (cell 13), the only e-, k+ donor to the 0.8% resolve panel b lot# vrb126. No reactivity observed. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.